Event description:
It was reported that stent partial deployment, damage and fracture occurred requiring additional intervention. Vascular access was obtained via antegrade approach. The totally occluded target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A cut down was performed to visualize the femoral artery and eventually cannulate the vessel for the endo portion of the intervention. Angiograms were obtained showing diffuse disease throughout the entire sfa with a short chronic totally occluded (cto) portion. The lesion was crossed and predilated with a ranger balloon. The post balloon image showed extravasation. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. The first approximately 40-50mm of the stent deployed with no issues, using normal force. A point was reached where the deployment system failed, even before the pull grip portion. The physician pulled everything in an attempt to remove it all which then stretched the entire stent out 10-12cm and the stent fractured. The physician attempted to put a wire and catheter back down to place a second stent inside the damaged one, but nothing would cross the fractured stent. The physician decided to surgically cut down to take the stent out, but it came out in pieces and some of the stent remained in the vessel. Access was gained again using a wire and a 7x150 eluvia and a 7x100 eluvia stent were placed. The lesion was post dilated with a 6x100 mustang balloon. Post imaging looked great. The patient is expected to fully recover.